Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 5054641/5054786; model/catalog description:infinion cx lead kit, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection. The physician believed it was not device or procedure related but the caused was unknown. No culture were taken. The patient underwent an explant procedure and was prescribed with antibiotics.